Event description:
The facility reported a colleague infusion pump that keeps showing air detected. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that keeps showing air detected was confirmed by baxter personnel during product evaluation. The assignable cause was determined to be that the air in line was out of calibration. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.